Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 200 units of insulin, and the customer added 275 units of additional insulin to cartridge. Subsequently, the customer did not report any leaking or damage to the cartridge or cartridge bag. The customer reported blood glucose level was "normal". The customer was able to load a new cartridge successfully.